Manufacturer narrative:
Initial MDR 2432235-2024-00016 was filed on 25-jan-2024 in accordance with 21 cfr 803. Additional information (07-feb-2024): the customer service engineer (cse) was able to troubleshoot the issue with the wash manifold valves v26 and v27 by replacing the two valves. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united states (ous) customer reported that falsely elevated cancer antigen 19.9 results were obtained on six patient samples using an atellica im 1600 analyzer. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced water valves, re-suspend the port, and ran a new calibration. Then, the cse ran quality controls, which recovered acceptably. The instrument is according to specifications.

Event description:
Falsely elevated cancer antigen 19.9 results were obtained on six patient samples using an atellica im 1600 analyzer. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument, recovering lower. The repeat results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.